Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to frequent implantable pulse generator (ipg) charging as have been charging much more often than when it was first implanted. The patient is doing great post operatively. The explanted device will not be returned as it was disposed per facility policy.